Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated 5 or 6 times and was inflated initially at 10 atmospheres. The balloon took longer than usual to deflate. The balloon was finally deflated and was able to be removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the returned device identified no kinks or damages along the entire length of the shaft. An examination of the balloon found that the balloon was partially filled with a red liquid. This liquid is consistent with blood. It is noted that the presence of blood inside the balloon is generally consistent with a leak having occurred in the device. However, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or drop in pressure noted. The inflation device was verified before and after use with a calibrated pressure gauge. Using the same encore, a vacuum was pulled and the balloon deflated in two seconds. This inflate to rated burst pressure and deflated fully under vacuum was repeated on four more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in two seconds. The deflation time was recorded and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the balloon was inflated 5 or 6 times and was inflated initially at 10 atmospheres. The balloon took longer than usual to deflate. The balloon was finally deflated and was able to be removed from the patient.

Event description:
It was reported that deflation difficulties were encountered. The target lesion was located in an antebrachial vessel. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, the physician had difficulty deflating the balloon after the first inflation. It took much time before the physician was able to deflate the balloon. The procedure was completed. No patient complications were reported and the patient's status was good.